Manufacturer narrative:
Continuation of concomitant medical products: d: unk explanted: unk. The exact event date was not provided. It was not possible to match this event with previously reported events.

Event description:
Literature: micha sobstyl1, miros aw z bek1, sebastian dzierzêcki1, zbigniew mossakowski2, krzysztof szcza uba3. Successful bilateral pallidal stimulation in a patient with isolated lower limb dystonia coexistent with langerhans cell histiocytosis and coeliac disease. Neurologia I neurochirurgia polska 2011; 45, 5: 514-519. Summary: the authors report a case of bilateral globus pallidus internus (gpi) stimulation for treatment of medically intractable I solated lower limb dystonia. The (B)(6) girl developed dystonic movements in her left lower limb. At the age of (B)(6), the patient was handicapped by dystonic movements in her lower limbs, and became wheelchair-bound. Pharmacological therapy and botulinum toxin injection resulted in transient and modest benefit. Moreover, the patient was diagnosed with histologically proven coeliac disease and langerhans cell histiocytosis. Genetic testing revealed the presence of dyt-1 mutation. The (B)(6) girl underwent bilateral implantation of deep brain stimulation leads. Bilateral gpi stimulation resulted in remarkable improvement of phasic dystonic movements, and dystonic posture of lower limbs. Over 2 years postoperative follow-up, the patient is able to walk independently. Bilateral gpi stimulation appears to be an effective treatment modality for isolated lower limb dystonia. Reported event: five months after implant, the patient experienced a sudden recurrence of dystonia in her right foot. The slipped connector caused breakage of the dbs lead near the burr hole. The broken left lead was replaced stereotactically under general anesthesia. Post-operative CT and MRI showed proper placement of the new left dbs lead. The patient regained benefit. After 24 months of continuous bilateral gpi stimulation, the patient experienced a 72% reduction in functional and a 80% reduction in motor scores of the burke-fahn-marsden dystonia rating (bfmdr) scale. There was still occasional right foot inversion with curling of the right big toe.